Manufacturer narrative:
(B)(4). Batch # n92r2x the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh36 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. In addition, the 4-40 broken stud was found to be conforming and not broken as reported. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components and the internal cables found to be disconnected. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the handpiece broke in two parts after the procedure when they tried to separate the device from the handpiece. No patient consequences were reported.